Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall and the loss of therapy causing the return of their parkinsons disease symptoms. It was noted that high impedances were out of range caused by the fall per the physicians assessment however additional information as to reason why patient fell was not provided. The patient underwent a procedure where the implantable pulse generator (ipg) was replaced with another of the same device. The patient did well post-operatively, dbs was programmed is delivering adequate therapy.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall and the loss of therapy causing the return of their parkinsons disease symptoms. It was noted that high impedances were out of range caused by the fall per the physicians assessment however additional information as to reason why patient fell was not provided. The patient underwent a procedure where the implantable pulse generator (ipg) was replaced with another of the same device. The patient did well post-operatively, dbs was programmed is delivering adequate therapy.

Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs. Additional information received that was not provided in the initial MDR confirmed ipg implant location was implanted subpectoral. Boston scientific has issued a field safety notice (97222956-fa) reminding users to follow the steps outlined in device labeling when implanting the vercise genus deep brain stimulation (dbs) implantable pulse generators (ipgs); per labeling, the vercise genus dbs ipg is intended for implant within a subcutaneous pocket. Device header feedthrough (ft) wire break(s) have occurred in rechargeable vercise genus dbs ipgs that were implanted submuscular in the pectoral location. Note that the vercise genus dbs rechargeable ipg continues to meet safety and performance expectations when used in accordance with device labeling. X-ray inspection of the ipg revealed a fractured feedthru case wire. Fractography analysis of the feedthru wire showed indications of repeated bending stresses that exceeded the local fatigue strength resulting in the fractured wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto the ipg against the rib(s) which would not otherwise be experienced when the ipg is implanted subcutaneously. Additionally, review of the instructions for use (IFU) revealed the directions for implantation indicate a pocket for the ipg should be created under the skin in a location that is in the chest or abdomen. Therefore, engineers concluded the cause of the high impedances and the consequential impact to the patient therapy wherein patient experienced a fall was the result of the fractured/broken proximal feedthru wire caused by frequent stress and tension on the ipg from implanting sub-muscularly despite labeling instructing to implant subcutaneously.